Event description:
As reported on the smart study, a patient underwent an endovascular procedure for implantation of one smart flex vascular stent (6 mm diameter × 40 mm length) for a left proximal popliteal artery lesion characterized by 100% stenosis, severe calcification, and rutherford classification 3. Following pre-dilatation with a semi-compliant balloon, resulting in 0% residual stenosis post-procedure with no immediate complications and same-day discharge. At approximately 44 months post-procedure, follow-up imaging (angiogram) demonstrated 80% residual stenosis with >50% restenosis, and target lesion revascularization was performed using a drug-coated balloon due to symptomatic restenosis; an adverse event of in-stent restenosis (in-stent stenosis) was reported, mild in severity, not related to the device or procedure, and resolved following percutaneous transluminal angioplasty (pta). At approximately 83 months post-procedure, further follow-up imaging (MRI/mra) demonstrated 100% residual stenosis with recurrent >50% restenosis; additional adverse events of in-stent restenosis presenting as stent occlusion were reported, mild in severity, not related to the device or procedure, with no action taken and outcome ongoing/not resolved at last follow-up. No device deficiencies were reported during follow-up, and the patient remained on antiplatelet therapy (clopidogrel 75 mg daily). The device will not be returned for evaluation.

Manufacturer narrative:
As reported on the smart study, a patient underwent an endovascular procedure for implantation of one smart flex vascular stent (6 mm diameter × 40 mm length) for a left proximal popliteal artery lesion characterized by 100% stenosis, severe calcification, and rutherford classification 3. Following pre-dilatation with a semi-compliant balloon, resulting in 0% residual stenosis post-procedure with no immediate complications and same-day discharge. At approximately 44 months post-procedure, follow-up imaging (angiogram) demonstrated 80% residual stenosis with >50% restenosis, and target lesion revascularization was performed using a drug-coated balloon due to symptomatic restenosis; an adverse event of in-stent restenosis (in-stent stenosis) was reported, mild in severity, not related to the device or procedure, and resolved following percutaneous transluminal angioplasty (pta). At approximately 83 months post-procedure, further follow-up imaging (MRI/mra) demonstrated 100% residual stenosis with recurrent >50% restenosis; additional adverse events of in-stent restenosis presenting as stent occlusion were reported, mild in severity, not related to the device or procedure, with no action taken and outcome ongoing/not resolved at last follow-up. No device deficiencies were reported during follow-up, and the patient remained on antiplatelet therapy (clopidogrel 75 mg daily). The device will not be returned for evaluation. A single smart flex vascular stent (6 mm × 40 mm) was successfully implanted in the left proximal popliteal artery following pre-dilatation, achieving 0% residual stenosis with no immediate procedural complications. The ¿vascular stent restenosis¿ identified approximately 44 months post-procedure, follow-up angiographic imaging identified 80% residual stenosis with >50% in-stent restenosis associated with symptoms, and target lesion revascularization was performed using a drug-coated balloon. The event was reported as mild in severity, and resolved following percutaneous transluminal angioplasty. At approximately 83 months post-procedure, repeat imaging demonstrated 100% residual stenosis with recurrent >50% restenosis, reported as in-stent restenosis presenting as stent occlusion. This event was also assessed as mild in severity, not related to the device or procedure, with no corrective action taken and outcome ongoing at last follow-up. No device deficiencies or device-related mechanical issues, including fracture, migration, embolization, or thrombosis, were reported throughout follow-up. Based on the available information, there is no evidence of device malfunction, and the reported restenosis events are consistent with known clinical outcomes associated with peripheral arterial disease. As listed in the potential complications in the instructions for use, ¿procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Potential complications may include, but are not limited to: amputation, aneurysm and pseudoaneurysm formation, arrhythmia, arteriovenous fistula, blue toe syndrome coronary ischemia, death, disseminated intravascular coagulation, drug reactions, allergic reaction to contrast medium or to the implanted device, embolism, emergency artery bypass graft surgery, g.I. Bleeding from anticoagulation/antiplatelet medication, hematoma, hemobilia, hemorrhage, hemorrhagic or embolic stroke/ tia, iliac artery spasm, intimal tear/dissection, pneumothorax, renal failure, respiratory arrest, sepsis/infection, stent migration/embolization, stent misplacement, thrombosis, tissue necrosis, vascular injury, including perforation, rupture and dissection, vessel occlusion, restenosis.¿ the information available does not suggest that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.